Manufacturer narrative:
Exemption number e2015055. The reported device was received for evaluation; event was confirmed during testing. Evaluation found damaged wiring. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, in which the device had unintended activation. There was no patient involvement; no patient impact.